Manufacturer narrative:
A ge rep evaluated the system and performed a beam alignment. System operates as intended.

Event description:
Customer reported, the system collimator is not uniformly positioned. No pt injury was reported.